Event description:
Pt had a skin reaction 3cm long and 1cm wide with tracks of pustules along the vein line. Nurse gave them steroidal triamcinolome (topical) 0.1% when they came back 1 week later after being drawn. They had a similar reaction one other time when they had blood drawn.